Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported during an unspecified da vinci-assisted surgical procedure; the fenestrated bipolar forceps instrument wire was observed to be broken. No fragments fell inside the patient. The procedure was completed robotically as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue with the instrument was the wire snapped off while operating on the patient during the procedure. They were using the bipolar instrument as usual, and it had been fine during the case. Then the surgeon complained that the instrument had stopped working and was nonresponsive. When they looked on the screen, they could see the cable had come away from instrument. The reporter believed it was a colorectal patient. The customer checked the patient thoroughly and there was nothing left inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.